Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient's mother was advised to reset the device which was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (66fnu) that was used with the device was returned for evaluation on (B)(4) 2015. The device was visually inspected and no defect was found. Functional testing was performed on the device and the transmitter failed. The customer complaint of permanent out of range was confirmed and the root cause was determined to be a defective transmitter.